Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported the insertion assist device does not always eject the infusion set and then suddenly ejects unintendedly. No further information is available. No physiological effects were reported. Mother did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged insertion assist device for evaluation.